Event description:
New information notes that noise oversensing led to pacing inhibition.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jul 7, 2023.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented at a follow-up in clinic. Upon interrogation, it was noted, that the right atrial (ra) lead exhibited an inability to capture and pace, an inability to sense. And noise oversensing that led to inappropriate mode switch episodes. The ra lead was capped on (B)(6) 2023. A replacement ra lead was then used, but the stylet could not be fully advanced to the tip. The replacement ra lead was not used and was replaced. The patient was in stable condition.